Event description:
A us distributor contacted zoll to report that a patient developed an open brush burn under the lifevest equipment. Patient described the area as open brush burn. There was no alleged device malfunction contributing to the irritation. There were no allegations of any bleeding, oozing or weeping wounds. The patient¿s physician prescribed a patch to go over the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.